Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ambulance was called as blood glucose went down to 30 mg/dl. Customer's blood glucose level was 40 mg/dl at the time of hospitalization. Customer stated after taking insulin shots blood glucose level raise high. Customer stated they was on quick break. Customer performed troubleshooting as they had issue with set being blocked. Customer treated with glucose tube in the hospital. Customer stated insulin pump had insulin flow blocked alarm. Customer reported that event was resolved by infusion set change. The device will not be returned for analysis.